Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Investigation of the returned pod found no damages or manufacturing deficiencies that would result in communication issues between the pod and the continuous glucose monitor (cgm). Inspection of the patient history buffer (phb) data downloaded from the pod found that the pod observed connection issues with the cgm. During the investigation the pod was able to pair with a cgm emulator with no issues. The exact cause of this pod & cgm communication issue could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined.

Event description:
It was reported that the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 37 and 48 hours. The patient reported pump could not establish a connection to the transmitter and that the pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
It was reported that the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 1 and 4 hours. The patient reported pump could not establish a connection to the transmitter and that the pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment, a new pod was applied. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.